Manufacturer narrative:
The pump has been returned to animas for evaluation. When the investigation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: during investigation, the battery compartment was cracked at the threads on the side. The returned battery cap was able to fit. Moisture corrosion was found in the battery canister. A leak was found in the battery compartment. The pump was unable to power up and was completely unresponsive. The reported power complaint was unable to be duplicated. The pump cover was removed to find moisture ingress on the display screen and on the printed circuit board.